Event description:
It was reported that during a da vinci-assisted surgical unilateral inguinal hernia procedure, the force bipolar instrument exhibited issues with the tissue getting stuck in the jaws. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon was able to release the tissue by using another instrument. There were problems removing the instrument through the canula, they used the other bipolar and pinched the teeth closed to remove from the canula, however, the port incision was not increased and the canula was not removed. The instrument was found to have a bent tip and there were no missing fragments at the distal end.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument has been returned and evaluated by the failure analysis team. The instrument was found to have one bent grip, causing them to be misaligned. The offset at the tips was 0.46 mm. The grips were not found to be cracked.